Event description:
It was reported that during a pre-operative device check for gastric band removal, high out-of-range pace impedance measurements greater than 1,200 ohms were identified on this right ventricular (rv) defibrillation right ventricular (rv) defibrillation lead the procedure was cancelled, and the patient was referred to cardiology. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.